Event description:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. . It was reported that the valve on the a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was damaged and leaked. The sheath was replaced, the procedure was continued and subsequently completed with no patient consequence. Additional information was received indicating the valve was leaking. It wasn¿t broken just leaking. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath never entered the patient¿s body, so no air entered the patient.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. . It was reported that the valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was damaged and leaked. The sheath was replaced, the procedure was continued and subsequently completed with no patient consequence. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection of the returned sheath. The visual analysis of the returned sample revealed that the hemostatic valve and silicone ring were not returned with the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. To verify this, the dilator was inserted and advanced through the sheath to confirm if the hemostatic valve and silicone ring were displaced inside the sheath, but it was not found. Several kinks found approximately in the middle of the dilator. A device history record evaluation was performed, and no internal action were identified. It should be noted that product failure is multifactorial. Based on the available information, the observed issue could be related to the incorrect insertion of the dilator into the sheath, causing the valve's dislodgment. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: od/shaft (g04112) were selected as related to the kinks identified during product analysis. Investigation findings: fracture problem (c070603) / investigation conclusions: cause not established (d15) / component code: valve(s) (g04135) were selected as related to the customer¿s reported hemostatic valve separation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
On (B)(6) 2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).